Manufacturer narrative:
The customer was provided purchase / replacement options. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week. Device not available for investigation.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had a hole. There was no report of patient harm or injury. The vac pac was purchased in (B)(6) and was destroyed at the facility.